Manufacturer narrative:
Device evaluation: visual inspection revealed the tip has fractured. Potential cause root cause was unable to be determined. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. It could also be due to off-axis forces applied during use. DHR review per DHR review, the part was likely conforming when it left zimmer biomet control. Device use this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the tip of a final driver broke off during final tightening of the blocker during surgery. The tip was retrieved and the surgery continued using another driver without patient impacts.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that the tip of a final driver broke off during final tightening of the blocker during surgery. The tip was retrieved and the surgery continued using another driver without patient impacts.